Event description:
It was reported that a pinhole occurred. The approximately 80% stenosed target lesion with a significant bend about 70% was located in the severely tortuous and severely calcified central vein. A 4-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. The balloon failed to be inflated at 8 atmospheres. However, a visible pinhole was noted on the balloon material. The device was removed completely, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition post-procedure.